Event description:
It was reported that during a cataract surgery there was a capsule tear. The lens was cut out and discarded. The patient was referred to a retina specialist. The patient is aphakic (there is currently no lens implanted). Additional information has been requested, but no additional information has been received by bausch+lomb. Please reference MDR# 1119279-2014-00083 for the intraocular lens used in this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.